Event description:
PICC inserted 2/2/97. Catheter continually occluding when infusing or pump running. Performed various trouble shooting techniques, without success. Catheter not functioning properly. Unsuccessful. Groshong cath inserted.